Manufacturer narrative:
Device will not be returned to manufacturer.

Event description:
It was reported that during an attempt at updating the pacemaker firmware, the device went into back-up vvi. The device was restored by downloading the old firmware. The firmware upgrade was attempted again, but the download failed a second time and the device went into back-up vvi. A different programmer was used in a different room, and the firmware was downloaded successfully. The patient was not dependent and did not experience any symptoms as a result of back-up vvi pacing.